Event description:
It was reported that patient was implanted and underwent revision surgery following a fracture of the left femoral stem. Please note that this event was "initially" reported by zimmer switzerland manufacturing gmbh and registered in your database under the number 00009613350-202000565. However, additional information has been received concerning the product brand involved and the legal manufacturer had to be changed to biomet france. Therefore, report number 0009613350-2020-00565 has to be voided and the case is now handled in report number.

Manufacturer narrative:
(B)(4). G3 - report source, foreign - event occurred in france. The product has been returned the february 23, 2021. A product analysis will be performed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The product analysis shows that the product has been used since there is a trace of cement on the stem and the coating was a little worn. There is also a hole on the top of the stem which correspond to a hole performed by the surgeon to explant the stem. It was also noticed that a part of the piece was broken, more precisely, the stem was broken at the level of the neck. The cause of the breakage could not be determined. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Received surgical notes of the explant surgery only shows that the stem was explanted without difficulties. The instruction for use have been reviewed in order to determine the compatibility of the whole device. It was therefore, found that the head used with the stem has the characteristics described in the IFU so these two components are compatible. Regarding the cup used with the stem and the head, it was noticed that it was not manufactured by zimmer biomet. However, due to a lack of information on this device, it was not possible to determine if the cup was compatible with the head and the stem. A complaint extract was done regarding implant fracture: - 2 complaints (2 products), this one included, have been recorded on femoral stem aura ii ha / size 7 right / cementless / 5°42 / 12-14, reference p0126h07, from (B)(6) 2017 to (B)(6) 2021. - 1 complaint (1 product), this one included, has been recorded on femoral stem aura ii ha / size 7 right / cementless / 5°42 / 12-14, reference p0126h07, batch 0000024753. According to available data, root cause of the event was unable to be determined. It can be noticed that the compatibility of the whole device could not be determined due to insufficient information on the cup. Moreover, according to the information received on the implantation date (2001 or 2015) and the expiration date of the device (2006), it is more probable that the device was implanted in 2001, which implies that the stem would have been implanted for more than 18 years. So it is not excluded that the stem would have fractured due to wear. Therefore, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was implanted and underwent revision surgery following a fracture of the left femoral stem . Please note that this event was initialy reported by zimmer switzerland manufacturing gmbh and registered in your database under the number (B)(4). However, additional information has been received concerning the product brand involved and the legal manufacturer had to be changed to biomet france. Therefore, report number 0009613350-2020-00565 has to be voided and the event is now handled in report number 3006946279-2021-00014.

Manufacturer narrative:
(B)(4). Foreign report source: event occurred in (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient was implanted on an unknown date estimated between 2001 and 2015 and underwent revision surgery on (B)(6) 2020 following a fracture of the left femoral stem on (B)(6) 2020. Please note that this event was initialy reported by zimmer (B)(4) manufacturing gmbh on december 03, 2020 and registered in your database under the number 0009613350-2020-00565. However, additional information has been received concerning the product brand involved and the legal manufacturer had to be changed to biomet france. Therefore, report number 0009613350-2020-00565 has to be voided and the case is now handled in report number 3006946279-2021-00014.